Event description:
It was reported that the patient underwent a successful carotid stent procedure in 05. Approximately 45 minutes post-procedure, the patient developed expressive aphasia. A CT scan and an MRI were performed, which showed no infarct and no bleed. The patient has full resolution of the aphasia and has been diagnosed with hyperperfusion syndrome. The patient remained hospitalized over the weekend and was discharged to home on the 3rd day.